Manufacturer narrative:
The unit passed displacement, sleep current measurement, and active current measurement tests; however, the unit did alarm pump error 25 multiple times during testing. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. While unplugging the internal battery cable from the j6 internal battery socket, I noticed that the cable wasn't pushed down all the way in the socket in the first place. The insulin pump error 25 is probably due to a loose connection between the internal battery cable and its socket. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a power system detected error alarm. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that power error detected recurred within a week of troubleshooting of the previous occurrence. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.